Event description:
The customer reported that the ac plug receptacle was loose. There as no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.